Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra mini meter was displaying an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on an unknown date/time. The patient reportedly was unable to obtain a blood glucose reading due to getting the error message. It is not known how the patient manages her diabetes and the reporter denied that she took any action regarding her usual diabetes management routine in response to the alleged issue. At an unspecified date/time, the reporter claimed that the patient was "incoherent, pale and passed out." It would have been helpful to know whether the patient's symptoms occurred prior to the alleged issue or after. The reporter stated the patient was treated by a healthcare professional but could not recall the type of treatment that was received or when the treatment was given. He stated no other device was used for testing. At the time of troubleshooting, the cca noted that the testing technique was correct. The meter was not being used for the first time. The issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury that required medical attention from a healthcare professional.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The subject test strips have not been returned at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.